Event description:
After patient fell surgeon took x-rays and decided to revise due to malaignment and possible infection. It was discovered the tibia was cut in varus in primary surgery and osteolysis was present in the tibia.